Event description:
Nurse was changing the tube feeding bag and set. After placing the set in the pump, the pump said it was priming but nothing was coming out of the bag. A new pump was obtained, and the same problem occurred. Three pumps were tried with the set, and then another set from the same lot was tried, and neither set worked. Then staff obtained a set from a different lot number, and it then primed and functioned properly. The sets that appeared to malfunction from this lot are available to send in to MFR for investigation.